Event description:
It was reported that when using the bd pyxis¿ medbank tower, an item was failed to be displayed for override. The user attempted to issue oxycodone 5 mg to a patient; however, the medication did not appear on the patient¿s medication order. The customer was informed that an override would be required. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the item not showing up for override. A technical support specialist (tss) contacted the customer and advised that a supervisor or someone with higher override permissions would be required to issue the medication. This information was relayed, who acknowledged it. The tss checked the item transaction and showed that the medication had already been issued to the patient by another employee. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue in the device.